Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to no coin cell battery voltage. The unit has passed all test, calibrations and is working to manufacture specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen is not powering up. The customer stated there was no patient involvement associated with this event.